Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to press the button more effectively but ultimately decided to replace the pump. The customer currently lacks a backup therapy and intends to consult with their healthcare provider.